Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the implanting center due to driveline communication fault alarm with yellow wrench symbol, text information on the screen, and a beeping tone. The alarm was silenced for four hours by the patient by pressing the alarm silence button. Log files were downloaded, and the modular cable was exchanged. The primary system controller was also swapped with the backup controller. Visual inspection of the pump cable and modular cable connector revealed signs of corrosion with green coating on the contact pins. On (B)(6) 2025, the patient reported a driveline power fault alarm to the hospital. The patient came to the hospital for troubleshooting. While cleaning the contacts on the modular cable and controller connection, a controller internal fault alarm occurred. The controller was exchanged immediately as a brand-new controller was available nearby; after retrieving log files, the patient was discharged home on (B)(6) 2025 without active alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed evidence of corrosion within the pump cable inline connector that could have resulted in the driveline communication and power fault alarms confirmed in the submitted log files. Additionally, evaluation of the returned modular cable also confirmed evidence of corrosion (refer to modular cable investigation). A specific cause for the observed evidence of corrosion could not be conclusively determined through this evaluation. The submitted log files contained events from 24sep2025-01oct2025, per the timestamps. A driveline communication fault alarm was observed on 29sep2025. Additionally, a driveline power fault alarm was observed from 30sep2025-01oct2025. No other notable events or alarms were captured. A photograph submitted by the account captured a film of residue within the pump cable inline connector, adjacent to the pin sockets. This residue appeared consistent with corrosion. This area appeared to be unremarkable in a photograph that was reportedly captured following a cleaning at the inline connection. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU entitled, ¿system operations,¿ states that driveline damage may be evidenced by driveline power fault, driveline communication fault alarm on the system controller. Additionally, this section cautions the user to contact abbott medical for assistance if the driveline or driveline connector appears damaged. Section 4 of the IFU, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault and driveline power fault alarms. This section also provides the actions to take if the alarm does not resolve. This section provides additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power and driveline communication faults, and the recommended actions associated with these emergencies. Section 8 of the IFU entitled, ¿care of the driveline,¿ states that if you suspect a damaged driveline, please contact abbott medical for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of corrosion/green coating was not determined and the patient denied any abnormatlities whle using the device. The alarm was considered to be fully resolved.